Manufacturer narrative:
Balt USA reference: # (B)(4). 30sep2025: additional information was received from the issuer regarding this incident. Therefore, an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. The lot number was not provided therefore a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was embolizing an aneurysm and deployed the final coil, 2x2 optima. Upon pulling out the microcatheter, the tail of the coil came out" incident report form submitted for this complaint indicates that no patient injury was sustained. Update 30sep2025 - additional information received from the issuer: "1) do you recall the name to which the unit was addressed? Product complaints. 2) did the procedure involve tortuous anatomy? Yes, the anatomy was tortuous. 3) will the microcatheter be available for return? No. 4) where did the implant prematurely detach? (Inside the an, inside the mc? Etc) it didn't detach - they were pulling the microcatheter out of the aneurysm and a tale of a coil came out. 5) were any attempts made to detach the implant coil using the detachment controller? 1. 6) can you confirm if the device was implanted? Yes, it was. 7) how was the implant coil detached (was the detachment controller used as intended)? With controller. 8) when they say, "the tail of the coil came out" did the coil go in the microcatheter or the patient vessel? They were pulling the microcatheter out of the aneurysm because they had detached final coil and when they pulled micro it pulled out a "tail of a coil" so there was a piece sticking out into parent artery."